Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported experiencing an issue with the defibrillator. There was no reported patient involvement.

Manufacturer narrative:
.

Event description:
The customer reported that the device was not working. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was not in use at the time of the reported issue.